Manufacturer narrative:
Investigation under (B)(4) is ongoing. (B)(4).

Event description:
The facility states that as the surgeon attempted to advance the intraocular lens through the cartridge it felt as if it were catching and would be damaged if he attempted to advance the lens completely. The lens was not implanted and there was no pt injury or pt contact.